Event description:
During a patient use, it was reported that the device was able to deliver one defibrillation shock but failed to complete charging during a subsequent attempt and illuminated the service indication. The device was reported to completely stop operating. A back up device was available (unknown delay) and the patient was revived. The device was reported to have a delayed (unknown) energy charge time for the initial shock and had logged an event code in the device memory. There were no further details on the event and/or the patient provided. There was no adverse event reported as the result of the device use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device event logs and observed a possible issue that verified the reported failure. However, physio was unable to duplicate the reported failure after extensive testing at the failure analysis center. Proper device operation was observed through functional and performance testing. Physio will replace the system controller pcb assembly as a pre-cautionary measure and return the device to the customer for use. A conclusive cause of the reported event could not be determined.